Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator was oversensing myopotentials, with no inhibition of pacing noted. Programming changes were made, and afterwards the oversensing could not be reproduced during patient respiration. The patient was asymptomatic to the event.